Event description:
It was reported during follow up after biventricular implantable cardioverter defibrillator (ICD) implant; loss of capture and slight decrease in impedance were noted on left ventricle (lv) through morphology change in surface lead electrocardiogram (ECG). Chest x-ray confirmed the lv lead had dislodged. The physician elected to reposition the lv lead on (B)(6) 2025. Patient was stable before, during, and after procedure.